Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undefined low impedance. The atrial lead was capped. No patient complications have been reported as a result of this event.